Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to battery depletion; however, a specific cause for the event could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of chills and chest tightness could not be conclusively established through this evaluation. Review of the submitted log files confirmed external 14-volt battery depletion on (B)(6) 2024 with expected alarms. The backup battery eventually depleted, and the pump stopped due to complete battery depletion. The pump continued operation at the set speed without issue once external power was restored via the mobile power unit. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with chills and chest tightness. On interrogation of the device it was noted to have pump off alarms. The patient stated that they did not know it shut off and was unable to provide details of when it stopped. The log files were reviewed and revealed that the pump stop on (B)(6) 2024 at 10:33:52 was caused by the 14 v batteries and the emergency backup battery (ebb) being allowed to drain. Low battery advisory and hazard alarms occurred as expected but were not responded to. Once power was restored via the mobile power unit (mpu) the pump returned to operating at the set speed. The system controller's clock resets to (B)(6) 2000. Due to the clock resetting it was unknown how long the pump was off. The clock was reset on (B)(6) 2024 at 13:09:24. After the system controller clock was set a self test was done. The patient was connected to the pbu so the alarm was silenced on there. The alarm was audible on the system controller.